Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. It was reported that the case was being reviewed with the medical examiner. Attempts are being made for the pump to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found unresponsive with the lvad driveline disconnected from the system controller while at home. It is believed by the lvad clinicians that the patient¿s trained caregivers were not present at the time of the disconnection. The patient¿s spouse heard an alarm and called 911. Emergency medical services arrived and reconnected the driveline, and the pump restarted; however, a low flow alarm occurred. The patient¿s pupils were fixed and dilated upon arrival, and echocardiogram showed no movement of the ventricles. System controller history interrogation revealed a loss of external power, followed a minute later by the driveline being disconnected and the pump remaining off for 45 minutes. The submitted log files were reviewed by the manufacturer¿s technical services representative, and a no external power event was observed when the lvad was connected to batteries. The emergency backup battery continued to run the pump until a driveline disconnect alarm occurred at 23:22 on (B)(6) 2017. The pump was disconnected until 00:17. The log file from the patient¿s backup system controller revealed that the controller had not been in use. The patient subsequently expired due to the event. No additional information was provided.

Manufacturer narrative:
Driveline and power cable disconnect and pump stoppages were confirmed through the analysis of the submitted system controller log file; however, a specific cause for the reported event could not be conclusively established. The center submitted two system controller log files for review. On (B)(6) 2018 at 23:21, both power leads were simultaneously disconnected from the power source. The absence of external power to the system led to the activation of the emergency backup battery (ebb). Beginning at 23:22 on (B)(6) 2017 driveline disconnected alarms became active. Despite the reconnection of power source at 23:27, the pump remained stopped due the disconnection of the driveline, resulting in low speed hazard and low flow hazard alarms. Upon reconnection of the driveline and power cables at 0:17 on (B)(6), the pump resumed operation at the fixed speed without issue. However, the low flow alarm became almost constantly active for the remainder of the log file when the flow estimation was captured below the 2.5 lpm limit threshold. The end of the log file appeared to have captured the disconnection of the system controller. No further information was provided. The manufacturer is closing the file on this event.